Event description:
Manufacturer received medwatch report stating, "the pt utilized the upper side rail to pull themselves up from a lying position to a sitting position. As pt brought themselves to a sitting position, the left upper side rail that pt was holding on to went down and pt fell to the floor." Pt allegedly sustained a scalp laceration requiring 3 sutures and a hematoma on pt's left hip.